Event description:
It was reported during an internal inspection the cs300 intra-aortic balloon pump (iabp) had k6, k7,k8, leak . During the test, test #3 did not reach the standard ±20mmhg, so it was marked as fail. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an internal inspection the cs300 intra-aortic balloon pump (iabp) had k6, k7,k8, leak . During the test, test #3 did not reach the standard ±20mmhg, so it was marked as fail.

Manufacturer narrative:
Updated fields: h6 ( type of investigation, investigation findings, component codes, investigation conclusion). Additional information: event postal code: (B)(6). A getinge field service engineer (fse) evaluated the unit and confirmed k8 leak test was not within the standard ±20mmhg. After replacing the manifold and performing the same test again. It was within the specifications. After that conducted an inspection based on the inspection list and the operation confirmation result was good. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.